Event description:
The second report of two involving the same product from the same facility but with a different serial number. Initially cusa consoled and 2 cusa handpieces were reported as having "no cavitation". The hospital staff reported that "the amplitude was dropping back to 10% and not functioning as expected and that it was a "particularly tough tumour". A curved extended tip was used for the surgery. The patient was not injured, however, it caused a delay of at least 15 minutes. The patient did have a 'very hard tumor' and they did have trouble removing the tumor with the cusa resulting in various tips being used (one was the (B)(4)). (Unable to get information about which other cusa tips were used). The surgeon used another manufacturer's product. The outcome of removing the tumor with the other product was unknown.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.